Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient profiles did not appear on the patient list. The pharmacy reported that a patient was not displaying on the device. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient was not shown up on patient list. A technical support specialist (tss) worked with the customer to complete site licensing on the framework side, after which messages processed as expected. The system functioned as intended after the technical support specialist investigated the device.